Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident . At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, retrieval attempt was made. But, it was however, unsuccessful through both femoral and jugular access due to excessive thrombus on both ends, from patient¿s wife it is reported that thrombus extended from above and below the filter. Approximately, nine months later, the filter was seen with slight leaning. Eventually, the filter was retrieved using sheath and glide catheters. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt as there is no objective evidence in medical records to confirm for the alleged deficiency. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, attempts were made to engage the filter but were unsuccessful due to thrombus present on both ends. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, retrieval attempt was made. But, it was however, unsuccessful through both femoral and jugular access due to excessive thrombus on both ends, from patient¿s wife it is reported that thrombus extended from above and below the filter. Approximately, nine months later, the filter was seen with slight leaning. Eventually, the filter was retrieved using sheath and glide catheters. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt as there is no objective evidence in medical records to confirm for the alleged deficiency. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, attempts were made to engage the filter but were unsuccessful due to thrombus present on both ends. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.